Event description:
Catheter in place for 16 days. Catheter partially removed then resistance met, nursing staff unable to remove remaining catheter length despite rest periods and application of warm compresses; surgical consult obtained. During attempted catheter removed by surgeon, catheter broke with retained catheter fragment. Patient taken to cardiac lab for retrieval.